Manufacturer narrative:
Product analysis: analysis confirmed the programmer displayed an error code at boot up. Nylon standoff securing the link electronic module (lem) circuit board and micro processor unit (mpu) board was broken. The nylon standoff was replaced. It was also noted that there were broken latch tabs on the power cord door, the upper hinge plate was cracked, there were incorrect screws at the upper hinge plate, the system fan was intermittently noisy, the stylus would not move the cursor, the handle covers were cracked. All salvaged material was visually inspected and functionally tested. Reconfigured hard drive, reloaded and updated software. Passed all final functional and systems tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for service. There was no patient involvement.